Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. It was recommended to continue to monitor the device with no programming changes. There were no reported adverse consequences to the patient and the patient remained in stable condition.